Event description:
It was reported that the delivery shaft was fractured. The target lesion area was located in a severely calcified middle left anterior descending artery. A guidezilla ii, 6f long catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft was fractured. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported. The patient was stable after the procedure.

Manufacturer narrative:
Corrected d4 - lot number from 0024940853 to 0024920063. Corrected d4 - expiration date from 11/14/2021 to 11/10/2021. Corrected h4 - device manufacture date from 12/16/2019 to 12/12/2019. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 6f long guidezilla ii guide extension catheter. The batch number printed on the hub was 24920063. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube was included microscopic and visual inspection. Inspection revealed numerous shaft kinks and the tip/shaft was damaged (flattened) for a length of 9mm. Inspection of the rest of the device found no other damage or defect. The reported shaft fracture was not confirmed.

Event description:
It was reported that the delivery shaft was fractured. The target lesion area was located in a severely calcified middle left anterior descending artery. A guidezilla ii, 6f long catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft was fractured. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported. The patient was stable after the procedure.